Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-01957, 1225714-2013-01958.

Manufacturer narrative:
Additional information received noted the patient expired 3 years later from what was initially reported. Additional information has been requested and will be submitted upon receipt accordingly. This is one even for the same patient involving two separate products; associated MDR's #1225714-2013-01957 and 1225714-2013-01958.

Event description:
Additional information received alleged that the patient experienced arrhythmia, which was alleged to have been caused by the product administered for dialysis treatment.